Manufacturer narrative:
B3: event date is not known. Please see b5: for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The indication for use was non-malignant pain. It was reported that the patient stated they were told their stimulation would help their pain and not interfere with their seizures and migraines, but they stated the stimulator stirs up their symptoms. When asked for event date, patient stated they noticed the symptoms a couple months after the first hurricane came through, as their symptoms are susceptible for weather patterns. The patient stated they had constant migraines and seizures for a week during that time. The patient stated they were advised by their neurologist to turn stimulation off, and it did help with their symptoms when stim was off. The patient inquired if a pain pump would help with their symptoms. The patient stated that they have seizures in their brains and that they noticed an uptick when they use the device. Pss asked the patient when they first noticed this and patient said ever since their stim was implanted. Patient stated she has migraines and seizures so they turned the device off and it did help. The patient was redirected to their healthcare provider to further address the issue.